Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user¿s ilet was not maintaining connection to a dexcom g7 sensor while the dexcom app continued to display glucose readings, indicating a pairing failure limited to the ilet. Symptoms included no adverse clinical effects and blood glucose remained within range. Outcomes included no medical intervention and no hospitalization. Investigation included guided troubleshooting with unpairing and re-pairing the g7 sensor and restarting the ilet, after which the user planned to monitor for successful reconnection. Investigation of this case revealed a communication or pairing disruption between the ilet and the cgm sensor, with the mobile app connection functioning, suggesting a device-to-device connectivity issue rather than a sensor measurement failure. It was concluded, based on previously established findings for similar reports, that the cause was likely transient bluetooth communication disruption.